Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device, this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of two sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instruments were received sealed with the full complement of twenty clips each. Visual inspection of the instruments revealed no abnormalities. Functionally, instrument one was first fired once in air and proper clip formation was confirmed. Sixteen clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Three clips were applied malformed. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. Instrument two; functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Subsequently, the complaint data did display an increased trend. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A manufacturing enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: the devices do not function, the handles get stuck. The handles were not able to be squeezed and no clips were fired from the devices.